Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient was charging her ins and battery was at 3/4 when por was seen. Por was not related to an overdischarge event nor was their emi exposure. Por was successfully cleared. Troubleshooting resolved the reported issue. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined. The device was working fine now. Patient was advised to consult their physician if it happens again, he may want to have it checked. Patient's weight at the time of the event was (B)(6). The rep they spoke to was extremely kind and helpful and quickly got it running again and so far, all is well. No further complications were reported/anticipated.